Event description:
Appears to be oversensing on stored atrial and ventricular egms clinician reports that patient was in the operating room at the time of the recorded events. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).